Manufacturer narrative:
H3: one used unit was received for evaluation. As received, there were no damages or anomalies observed. Functional testing was performed, and no leaks were observed during operation. The complaint of leakage cannot be confirmed nor replicated. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that leakage was found on blue d-60 manifold at the beginning of use. The problem was resolved by replacing with a new set. The event occurred while in use with patient at the hospital. There was no medical intervention required.